Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the hemostatic valve of the delivery catheter was leaking. The catheter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter and the dilator were returned and analyzed. Analysis indicated that the hemostasis valve leaked. The mechanical operation of the catheter was damaged. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.